Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, upgraded from es 1.6 to es1.11 failed. User tried to upgraded once again but it seems to be connectivity issue.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the upgrade from es 1.6 to es 1.11 was failed. A technical support specialist remoted into the station via remote support service (rss) and was able to log in successfully. The station is running version 1.11 and has been updated. Tss confirmed that field service engineer went onsite and reimaged so it's all good. Customer granted permission to close the case. The system functioned as intended after the technical support specialist investigate the device.